Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right coronary artery. A 3..00x38mm promus premier¿ drug eluting stent was selected for use to treat the lesion. However, while advancing the device into the non-bsc bleedback control valve, the stent stripped off the delivery system. The bleedback control valve and the al1 non-bsc guide catheter were removed from the patient and was inspected by the physician. The physician then found the dislodged stent inside the bleedback control valve. A new guide catheter and a new non-bsc bleedback control valve were used and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.